Event description:
On (B)(6)/2009, pt reported she is receiving an e4 (occlusion) error. Pt is new to pump therapy. Pt stated, she changed her infusion site, insulin cartridge and infusion tubing and started to receive the error an hour later. Advised on proper site rotation. Had pt disconnect from the infusion site and prime the tubing; tubing primed successfully. Advised pt to change her insertion site. Pt changed her site, reconnected and administered her bolus. She stated, the bolus went through with no occlusion error. Pt reported when she removed her headset, the cannula was bent. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Sending insertion assist device; requested return of alleged infusion set.